Event description:
A malfunction was reported on the customer's insulin pump, with the pump screen turning dark and failing to activate. The issue caused the customer's blood glucose level to rise to 750 mg/dl. The customer administered a correction injection using multiple daily injections (mdi) and was instructed to plug the pump into a power source, but the screen remained unresponsive. There was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.